Event description:
Low speed treatments were performed in the mid and distal right coronary artery (rca) using a diamondback 360 coronary orbital atherectomy device (oad). The oad was moved to the mid segment of the lesion for a high speed treatment. The distal portion of the oad became fractured. The oad was removed. Furthermore, a perforation was observed. Balloon tamponade, pericardial tap, and stent placement were performed to resolve the perforation. The fractured driveshaft migrated to a small branch of the rca. No attempt was made to retrieve the component. The patient was stable.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi. Analysis confirmed a driveshaft fracture at the proximal side of the crown. The distal portion of the driveshaft was not returned. Scanning electron microscopic analysis of the fractured driveshaft identified fatigue striations. This can occur when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. The exact root cause of the driveshaft fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).